Event description:
On (B)(6) 2025, the user¿s caregiver reported that the cartridge and connector broke during a supply change, and the ilet displayed repeated unable to proceed alert 38. The caregiver attempted troubleshooting but was unable to complete the supply change. A replacement ilet was arranged. No blood glucose impact or symptoms were reported, and no medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.